Manufacturer narrative:
We received one dpt with pressure tubing for examination. The reported event was not confirmed. The dpt zeroed and sensed pressure accurately on a pressure monitor. Electrical testing showed that dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. There was no visible defect found from the dpt cable connector. Pressure test was performed at various pressure values, (B)(4) and in reverse order with a pressure monitor and pressure gauge. Electrical testing was also performed using (B)(4)I power supply. Visual examinations were performed under microscope at (B)(4) magnification. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that "the pressure value was inaccurate during use. The customer thought the value was inaccurate, so they changed the device to another one and found that the first dpt was showing around 40 to 50 mmhg higher. The patient monitor used with the kit was probably nihon khoden." Further details could not be obtained from the customer.